Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("abnormal bleedings") in an adult female patient who had essure (ess205) (batch no. 509345; 508294) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), pain ("multiple pains") and respiratory disorder ("ent disorders"). At the time of the report, the genital haemorrhage, depression, pain and respiratory disorder outcome was unknown. The reporter provided no causality assessment for depression, genital haemorrhage, pain and respiratory disorder with essure (ess205). Further company follow-up with the regulatory authority is not possible. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1903174) on 18-feb-2019. The most recent information was received on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('abnormal bleedings') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), pain ("multiple pains") and respiratory disorder ("ent disorders"). At the time of the report, the genital haemorrhage, depression, pain and respiratory disorder outcome was unknown. The reporter provided no causality assessment for depression, genital haemorrhage, pain and respiratory disorder with essure (ess205). Lot number: 508294 manufacture date: 2005-07 expiration date:2007-06. Lot number 509345 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.